Event description:
It was reported that the pump usb port and the usb cable had melted, and subsequently the pump battery could not be charged. The customer's blood glucose level was 214 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.

Event description:
It was reported that a tandem charging cable was connected to the pump. When the pump was checked, the charging cable and the usb port were melted. It was unknown if the melting was related to the charging cable, pump or outlet. Customer continued to use the pump for insulin therapy until the customer receives the replacement pump from tandem as the battery was still charged. Customer¿s blood glucose was 214 mg/dl.

Manufacturer narrative:
(B)(4).